Event description:
It was reported that during an implant the lead had positioning difficulties and the lead was easily dislodged. The procedure took a long time and the patient felt sick. The lead was not used and another lead was used to complete the procedure. No patient complications were noted as a result of this event.

Event description:
It was reported that during an implant the lead had positioning difficulties and the lead was easily dislodged. The procedure took a long time and the patient felt sick. The lead was not used and another lead was used to complete the procedure. No patient complications were noted as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
Corrected information: (B)(4). If information is provided in the future, a supplemental report will be issued.